Manufacturer narrative:
Review of programming history.

Event description:
Clinic notes were received for review in regards to a vns patient. It was reported that the patient's last definite seizure was about 2 years ago when he was at a school and the physical education teacher saw him have a seizure for which emergency medical services was called and he was taken to the local hospital. It was reported that their vns has helped reduce his frequency of spells. He has used the magnet to abort these episodes. On (B)(6) 2012 their vns was interrogated and functioning properly. It was not near end of life. No changes were made. Good faith attempts are underway in regards to their seizure event from approximately (B)(6) 2010.